Event description:
The prowler select plus was positioned across the pseudoaneurysm neck, with the enterprise stent (B) (4) ready to deploy. The pseudoaneurysm was then catheterized with the prowler lp es 45-degree microcatheter and sychro-2 standard microwire. The first non-cordis coil was partially extruded into the pseudoaneurysm, with plan to then deploy the stent and cover the neck of the aneurysm prior to deploying the rest of the coil. At this point a sudden change in vital raised the suspicion of intraoperative aneurysm rupture, which was confirmed on the subsequent run. Immediately, heparin was reversed, and coils deployed, and release the enterprise stent to buttress the coils against the aneurysm. The aneurysm continued to leak and non-cordis balloon was rapidly brought up to tamponade the vessel, while simultaneously placing a right frontal external ventricular drain to relive intracranial pressure. Prolonged and repeated attempts at balloon tamponade and placement of further non cordis coils proved unsuccessful at securing the aneurysm, and the procedure was terminated.

Manufacturer narrative:
Additional information indicated that the cause of the aneurysm rupture was that the aneurysm was previously ruptured and re-ruptured during placement of first coil. The enterprise stent was partially deployed distal to the aneurysm but not at aneurysm neck. During the procedure, the act ranged was from 162 to 282 throughout the procedure. During the procedure, heparin boluses were given of 4000 and then 1000 later on during the procedure. Products utilized during the procedure: 6french sheath, 0.035" terumo guidewire, 5french terumo sim-2 diagnostic catheter, penumbra 105/8 0.070" guide catheter, prowler lp es 45 degree and prowler select plus microcatheter, synchro-2 standard microwire, enterprise stent 4.5x22mm, microsphere cerecyre 2.5x3.3, microvention hypersoft coil 2x2 (x 3), av3 hyperform 4x7 balloon and myrx closure device. Please note: (prowler select plus), represents an unknown prowler select plus microcatheter. The catalog and lot number for the actual product used in the procedure is unknown. This one of three products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00135, 1058196-2010-00136, & 1058196-2010-00137. Additional information will be submitted within 30 days of receipt.